Manufacturer narrative:
The main component of the device system; the other relevant components include: product ID: 8711, lot# j11145r55, implanted: (B)(6) 2002, product type: catheter. (B)(4) applies to the pump and the catheter. (B)(4) apply to the catheter. (B)(4) applies to the pump. (B)(4) applies to the pump and the catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a manufacturer representative regarding a patient receiving lioresal 2000 mcg/ml for a total dose of 805 mcg/day via an implantable pump for intractable spasticity. It was reported the catheter was kinked in the pump pocket, and was revised with an 8596sc. At the last few pump refills, the reservoir volume did not match. The healthcare professional (hcp) aspirated 4-5 cc more than the programmer showed, so the hcp wanted the pump analyzed. There was no known factors that may have caused or contributed to the event. A catheter dye study was performed and the catheter was aspirated. Surgical intervention occurred as the kinked catheter was repaired and the catheter remains implanted, and the pump was replaced and will be returned for analysis. It was noted the issue was resolved at time of report and the patient's status at time of report was "alive-no injury." The patient's weight was unknown. The event date was unknown. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider (hcp) september 25, 2017. In response to when the patient first started experiencing the issue with the kinked catheter and volume discrepancies, the hcp indicated the patient had probably been experiencing issues for years, but the discrepancy was increasing over the last 1-2 years. The hcp stated the patient's weight at the time of the event was unknown.

Manufacturer narrative:
The other relevant components include: product ID (B)(4) lot# j11145r55 serial# implanted: (B)(6) 2002 explanted: product type catheter h3: analysis of the pump identified no anomalies. If information is provided in the future, a supplemental report will be issued.